Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occured. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient experienced a skin reaction with pus from an infection at the insertion site which occurred the day the sensor had been inserted. The patient¿s mother stated that they visited the physician on (B)(6) 2021 and she was advised to use mupirocin tropical cream 3 times a day and an oral antibiotic twice a day (the mother does not know the name of it). At the time of follow up the arm was fully healed. No patient or event information is available.